Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented in clinic for scheduled follow-up. Upon interrogation of the pacemaker, premature battery depletion was observed. On (B)(6) 2017 during a scheduled device check, the battery longevity estimate was about a year. On (B)(6) 2017, the device had reached elective replacement. The device was explanted and replaced on (B)(6) 2017. The patient was stable.